Event description:
Urometer bag on foley cath system did not have a green cap on hard plastic urometer chamber that is attached to bag, green cap is where you can empty from chamber. Not identified until after placed, leaking urine requiring new catheter be placed.